Event description:
An optometrist reported that approximately three weeks following lasik surgery, the patient presented with foreign body sensation and epithelial ingrowth in the right eye. The corneal flap was lifted and rinsed. In a follow up, the optometrist reported that the ingrowth had resolved one day later and the patient was doing very well. No further information is expected.

Manufacturer narrative:
Evaluation summary: no sample is expected to be returned for evaluation. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).